Manufacturer narrative:
(B)(4).

Event description:
It was reported that about two years ago the patient was implanted with an intrathecal baclofen (itb) pump. Less than a month following the pump implant, the patient began having medical issues. They originally believed the patient was in itb withdrawal but then decided it was similar to an allergic reaction but ¿not really¿ per hcp. The hcp could not remember what the symptoms actually were, the devices involved, or patient name/details. It was noted that at that time the patient¿s physician was unable to be contacted so it was advised that the patient be taken via ambulance to the hospital where he could be treated. The patient arrived at the hospital by ambulance and was admitted to the pediatric intensive care unit (picu). The patient was weaned off the itb and the pump was removed. It was indicated that ¿everything ended up turning out well with everyone smiling¿. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had some problems with his pump and it was explanted. It was ¿over a year ago and possibly even 2 years ago¿. No further information available.